Event description:
It was reported that the lcd had dead pixels. The customer returned the product for the dead lcd pixels, and during physical inspection it was found that the downstream occlusion (dso) seal was lifted. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a lifted downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the lifted dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.